Event description:
This (B)(6) year old patient was undergoing bone marrow biopsy. When the biopsy needle was to be withdrawn, the handle of the needle separated from the barrel, leaving the needle 2.5cm embedded in the patient's iliac spine. A vice grip pliers was used to remove the needle, which had bent slightly approximately one inch from the tip. The patient was not harmed.